Event description:
The plaintiff, alleges that as a result of exposure to latex gloves, plaintiff has become sensilitzed to latex, and is now subjected to increased health risks. In addition, plaintiff alleges that plaintiff is subject in the future to one or more anaphylactic reactions to latex products. Plaintiff further alleges that as result of this disease, plaintiff has suffered substaintial injury, pain and suffering as well as enconomic loss. Finally, the plaintiff's spouse alleges loss of support, services and companionship of plaintiff.